Event description:
Based on the information provided in the paper ''valve-in-valve transcatheter aortic valve implantation for the failing surgical perceval bioprosthesis. Suleiman t, et al.'' On (B)(6) 2015 a peceval l valve was implanted. After 5 years of implant the patient presented with associated obstructive sleep apnoea presented with worsening dyspnoea. An echo was performed that demonstrated critical stenosis with a pv of 5.3 m·s-1, mg of 53 mmhg and ava of 0.3 cm2. On (B)(6) 2020 the patient underwent a tavi an received a 26mm corevalve. The perceval valve was crossed without difficulty. The corevalve prosthesis was unexpectedly restricted by the leaflets of the perceval. Post dilatation was made with an 18mmz-med and then with a 22mmtrue balloon. Good haemodynamic effect was demonstrated with minimal gradient across the valve. The patient had an uneventful recovery and was discharged day 1 post procedure. An echocardiography 4 months post procedure showed a mean gradient of 7 mmhg and no para-valvular leak (pvl).